Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain after placement of an essure device approximately a year ago') in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The patient's medical history included laryngitis, sweating, chills, vaginal bleeding, right lower quadrant pain, urticaria, intrinsic asthma, acute bronchitis, menorrhagia, premature birth, gallbladder operation, sulfonamide allergy, allergic reaction to analgesics, female sterilization and pelvic pain female. Previously administered products included for an unreported indication: advair, lexapro and nexium. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and a bilateral salpingectomy and removal of the essure implant.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: it appears that both fallopian tubes are indeed blocked by the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain after placement of an essure device approximately a year ago') in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The patient's medical history included laryngitis, sweating, chills, vaginal bleeding, right lower quadrant pain, urticaria, intrinsic asthma, acute bronchitis, menorrhagia, premature birth, gallbladder operation, sulfonamide allergy, allergic reaction to analgesics, sterilization and pelvic pain female. Previously administered products included for an unreported indication: advair, lexapro and nexium. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and a bilateral salpingectomy and removal of the essure implant.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: it appears that both fallopian tubes are indeed blocked by the essure device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.